Event description:
In 2009, the pt reported that her blood glucose would go "sky high on long air plane rides" and it would "go way low afterwards" after she had corrected the elevated blood glucose. She stated this occurred 2-3 years ago and she no longer wears the infusion device while on a plane. She believes the altitude was causing the infusion device to function in such a way that would cause her blood glucose to be elevated. She was not able to provide specific dates or blood glucose values. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.